Manufacturer narrative:
During the procedure, third degree skin burns underneath the grounding pad were noticed lower right. Medicated ointment was administered. It is unknown if extended hospitalization was required as a result of the event. The patient was reported in stable condition. The physician is unsure on the causality of the event and commented that it potentially occurred from the grounding pad (unknown brand). Temperature settings were 20 - 30 watts. Device investigation details: the device investigation has been completed which included a manufacturing record evaluation (mre). A manufacturing record evaluation was performed for the finished unit, and no internal actions related to the reported complaint condition were identified. Follow up was performed to verify if service was needed for the smartablate¿ system rf generator (us) and the customer elected to not have the smartablate¿ system rf generator (us) checked. Additional information received indicated they have not had any other incidences of burns during ablation therefore opted not to have the unit serviced. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) correction: on (B)(6) 2021, it was noticed the following codes were omitted from the 3500a initial MDR and they have now been added: f10. Health effect - clinical code: ¿full thickness (third degree) burn (e170406)¿. F10. Health effect - impact code: ¿serious injury/ illness/ impairment (f12)¿. F10. Medical device problem code: ¿patient device interaction problem (a01)¿.

Event description:
It was reported that a (B)(6) old female patient (weight: (B)(6)) with history of congenital heart defect, underwent a right sided atrial flutter (r-afl) ablation procedure on which a navistar¿ electrophysiology catheter and a smartablate¿ system rf generator (us) were used, and suffered third degree skin burns requiring medicated ointment. During the procedure, third degree skin burns underneath the grounding pad were noticed lower right. Medicated ointment was administered. It is unknown if extended hospitalization was required as a result of the event. The patient was reported in stable condition. The physician is unsure on the causality of the event and commented that it potentially occurred from the grounding pad (unknown brand). Temperature settings were 20 - 30 watts. No further information is available.